Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation. As received, the pipeline flex braid was not attached to the pushwire. The distal end, middle section, and the proximal end of the pipeline flex braid were found fully opened with damage. Based on the analysis findings, the report of pipeline flex failure to open in the distal and middle sections could not be confirmed. The cause for the reported experience could not be determined as the received pipeline flex braid was found fully open. However, the cause for damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. The possible cause of the distal and middle section not opening could be a combination of damaged braid, device design, patient anatomy, and physician technique.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment of an unruptured, saccular aneurysm in the ophthalmic internal carotid artery (ica). The aneurysm had a max diameter of 4mm and neck diameter of 3mm. Landing zone artery size was 4mm distal and 4.75mm proximal. Vessel tortuosity was moderate. The devices were prepared as indicated in the IFU. It was reported that the pipeline flex did not open in the middle to distal section at deployment. It was not reported how many times the device was resheathed. The pipeline flex was removed from the patient. A new pipeline flex was implanted in the patient without issue. There was no report of patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.